Event description:
The complaint was reported as: the customer alleges that there was a tear found at the distal end of the circuit. No report of a pt injury.

Manufacturer narrative:
One picture of the unit of catalog number 780-23 (circuit, pediatric, single htd limb with w/wate) was received for analysis. It was visually inspected founding that the cuff had a tear. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 02b1201357 that belong to catalog number 780-23 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. Certificate of compliance for the lot of corrugated tube used on the manufacture of this batch was reviewed, finding that the coa does not specify the material mix percentages used to manufacture this lot of product; it only states that virgin material (no regrind) was used to manufacture this lot, however after scar was open a clarification wad done to the vendor requesting a mixture of 91 percent ldpe - 9 percent eva(virgint material only / no regrind permitted). This requirement was requested to be included on the coa as a confirmation that production was done according to specifications. Teleflex drawing was updated with this requirement. After these changes were completed no other issues have been reported. Based on picture received, the complaint is confirmed.